Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event information is available. Data was not provided for the complaint device. However, data was available for transmitter 80ha8k. The reported event was confirmed. A root cause could not be determined.